Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4) implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 20-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (concentration: 0.6 mg/ml, dose rate: 0.24 mg/day) and bupivacaine (concentration: 20 mg/ml, dose rate: 8 mg/day) via an implantable pump for non-malignant pain. The patient's medical history included s/p spinal cord injury. It was reported that the catheter had migrated towards the patient's right rib status post initial implant. The patient experienced numbness in her right rib cage area due to bupivacaine infusing and the catheter rubbing against her right nerve roots. The physician explanted the portion of existing spinal segment of catheter and spliced on a new spinal segment, threading the catheter more midline. The physician did not see any reason to return the explanted catheter as there was no product issue, so it was discarded. It was noted that there were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. Other medications (oral, etc.) The patient was taking at the time of the event included: norco, symproic, zofran, hydrocodone - acetaminophen, gabapentin, clonazepam, cyclobenzaprine, lexapro, wellbutrin, and diazepam.